Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus australia and new zealand (oaz). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oaz, omsc concluded that the reported phenomenon was attributed to the failure of the cable due to the excessive force being applied to the cable by the user handling. Olympus stated the appropriate handling of ch-s200-xz-ea and the counter measures against abnormalities in the instruction manual of ch-s200-xz-ea.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the endoscopic image was not displayed due to the failure of the camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the endoscopic image was not displayed and the scope communication error e311 was displayed. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.